Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while changing a lightbulb. The device data was forwarded to boston scientific technical services (ts) for review. Ts discussed that the inappropriate shock was the result of over-sensed myopotential noise and decreased r-wave amplitude measurements in the secondary sensing vector. Additionally, there was a previously untreated episode, which also showed myopotential over-sensing and postural amplitude changes. It was recommended to assess the patient in-clinic via provocative maneuvers and postural changes to attempt to reproduce the myopotential artifacts. Diagnostic imaging was also recommended to verify correct s-ICD system placement. Potential reprogramming options were also provided. The patent was subsequently seen in-clinic, where diagnostic imaging confirmed appropriate system placement. The recommended testing was performed, and the myopotential noise was reproducible with a similar movement reaching upward arm movements to change a lightbulb. The physician elected to reprogram the device to the primary sensing vector, as a more suitable sensing measurements. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.